Event description:
It was reported that the micro saggital saw overheated. Attempts to obtain further info were made, but were not successful.

Manufacturer narrative:
Preventative maintenance was performed on the bearings and the device was returned to the user facility.